Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that, following a recent fall, the patient was unable to place the system into MRI mode and also experienced ineffective therapy. Diagnostics revealed high impedances on both leads. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein both leads were explanted and replaced to address the issue.